Event description:
Customer reported test results for the differential parameters were not generated (error condition of vote-out) for quality control samples (5c cell control, abnormal level ii) when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the diff stabilyse pump (pm12). (B)(4).